Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a physician. This case involves a (B)(6) male patient whose knee was swollen and hot to touch and who had knee pain after receiving treatment with synvisc one. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: y1307 and expiration date: 30- nov-2016) into unspecified knee for knee pain. On an unknown date, on a follow up visit, the patient's knee was swollen and hot to touch. It was reported that the patient had knee pain. The physician gave a cortisone injection into the knee. On an unknown date, the patient recovered from all the events. On (B)(6) 2016, the physician saw the patient again. Seriousness criteria: required intervention for all the events. A pharmaceutical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # y1307 with expiration date (11/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # y1307, no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. Additional information was received on (B)(4) 2016. The gptc number and ptc investigation results were added. Text was amended accordingly.

Event description:
This unsolicited device case from united states was received on 06-jan-2016 from a physician. This case involves a (B)(6) male patient whose knee was swollen and hot to touch and who had knee pain after receiving treatment with synvisc one. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: (B)(4) and expiration date: 30- nov-2016) into unspecified knee for knee pain. On an unknown date, on a follow up visit, the patient's knee was swollen and hot to touch. It was reported that the patient had knee pain. The physician gave a cortisone injection into the knee. On an unknown date, the patient recovered from all the events. On (B)(6) 2016, the physician saw the patient again. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for all the events